Event description:
It was reported that a power on reset (por) occurred but it was unknown which error code accompanied the por. It was noted that it was not successfully cleared. Actions required as a result of the event included retraining the patient on recharging. It was noted that the issue was resolved. No patient symptoms or complications were associated with this event. It was further reported that the por was cleared at that visit.

Manufacturer narrative:
Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).